Event description:
(B)(6) 2011. Pt: female, (B)(6) years old. Bd01007 (10mmx7cm) was placed through the papilla. Good outcome and no add'l treatment taken. (B)(6) 2013: pt visited hosp due to intestinal occlusion. CT scan admitted a fractured biliary stent (2cm) at intestine ileum with stool. Also admitted the remaining stent (5cm) inside the biliary tract. On unspecified date, an ileus tube was inserted and now following up. During the follow up (still on going): the fractured stent at intestine ileum was removed. Physician inserted scope by the transanal route and straight grasping forceps to grasp both fractured stent and ileus tube. No other hospitalized due to fluid in the abdomen caused by aspiration pneumonitis and pancreatic cancer.

Manufacturer narrative:
Due to the residue attached to the stent at papilla, the wire might become overloaded and fractured.